Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she did not hear beeps or get drops to fall from the tubing in the fill tubing process. Customer stated that the insulin pump kept sending her back to the rewind screen after she hit the esc button. Customer's blood glucose was over 600 mg/dl. Customer stated that she was unable to exit the preparing to prime loop. Customer stated that she is stuck in rewind complete/bolus delivery loop. Customer declined troubleshooting for her high blood glucose. Customer did not receive a 2nd series of beeps and numbers did not appear on the screen when she held down the act button. Customer stated that the pump completely turns off when she attempts to give a bolus. Customer was not able to clear the alarm. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and a21 error test. No prime fill anomaly and no bolus stopped alarm noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.